Event description:
Two days after the implantation, a too high shock impedance was detected. The ICD and lead were explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The ICD was interrogated, revealing the bos battery status, 13 charging cycles were recorded to the devices memory. The memory content of the ICD was inspected. The relevant reported episode was overwritten by newer episodes that occurred after the system was explanted, therefore no evaluation could be performed. However, inspection showed that the ICD shock path had been programmed to rv/svc, and a blind plug was introduced in the svc header bore. Please note that this shock path is only available with a dual-coil lead. This observation led to the reported shock impedance values above 150ohms. Subsequently the ICD was physically analyzed. The header of the device was inspected, revealing no anomalies. The impedance measurement functions of the device were tested, and they proved to be normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached, and the shock impedance was as expected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the lead analysis, no deviations were noted, which can be considered to be the root cause of the observed high shock impedance. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In conclusion, there was no indication of an ICD or lead malfunction. The analysis did not reveal any sign of a material or manufacturing problem.